Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced ventricular tachycardia (vt). It was further reported that the leadless implantable pulse generator (ipg) exhibited ventricular non capture. The ipg remains in use. No patient complications have been reported as a result of this event.